Event description:
A gentleman came to endoscopy laboratory to have lower gi endoscopy for hemoccult positive stools. Cecal angiodyplasia was found and 4 sites were cauterized using the "injection gold probe" manufactured by boston scientific. Upon starting to cauterize the third site, the pt stated that he could feel a sharp burning and pointed on his abdomen over the site being cauterized. The procedure was stopped and the probe was changed out for a new one. The last two sites were cauterized without any adverse effects. No long term injury to pt.